Event description:
It was reported that the patient presented to the hospital for a follow-up on (B)(6) 2022. During examination of the right ventricular (rv) lead, it was noted that there was lead perforation. The rv lead was explanted and replaced on (B)(6) 2022. The patient was in stable condition.